Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms and the pneumatic tap on the pump was damaged. The customer changed the infusion set and cartridge multiple times. The customer's blood glucose (bg) level was 400 mg/dl and an insulin injection was used to address the bg level. As the customer was not receiving an alarm when tandem technical support was contacted and as the supplies to the pump had been changed, a system check to determine a possible cause of the occlusions was unable to be performed.